Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage was observed, and no blood was detected. A visual inspection determined that the silicone insulation was peeled away from the cold jaw support at the tip. The silicone remained attached to the cold jaw. There was no damage to the jaws. Based on the returned condition of the device the reported failure "bent wire" is not confirmed. The analyzed failure "peeled jaw" is confirmed. Specific actions for the analyzed failure mode are addressed and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tips on cutter were bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tips on cutter were bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.